Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The image was not flickering during testing, it was absent altogether due to a faulty cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the image on her olympus 4k autoclavable camera head was flickering during a procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the cable was faulty. Therefore, it was determined that the image did not display as expected due to the failure of the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.